Manufacturer narrative:
Control solution test was conducted and results were outside valid range.

Event description:
Customer's father reported receiving erratic readings. In blood glucose tests, customer received readings of 6.2 and 19.2 mmol/l within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.